Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) met w/ patient today who reported the recharger was heating up and did not want to use. This has been occurring for the past 6-8 weeks. The patient came to physician office and controller and ins were depleted. Caller charged the controller and then attempted to charge the ins. Caller indicated seeing an rm03, observed heating within the antenna at the paddle site and wires. Caller believed the controller may be malfunctioning as well due to seeing charge level differences between the upper left charge status and when she enlarged the screen. Discussed it would be a good idea to replace the recharger currently and then determine if the controller needs replacing. No symptoms were reported.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back and mentioned they had their cords replaced two times and neither cord helped them charge their implant better. Patient said their implant took 8 hours to charge and patient had to charge all day and gave up. Patient stopped charging their implant. Now, patient needed MRI. Technical service specialist reviewed process for getting MRI(eligibility form or charging the implant). Patient said their equipment was in a storage space and they could not charge their implant. Technical service specialist reviewed eligibility form and suggested follow up with hcp. Patient said the charging was a nightmare and they want to have the spinal cord stimulator ripped out of them. Patient disconnected call, so further information could not be gathered and troubleshooting could not be performed.